Event description:
The customer stated that falsely elevated architect ca 19-9xr results were generated for twenty patients using reagent lot 08851m500. No specific patient data was provided. Results did not match the patient history. The issue was resolved after switching reagent lots. The same pattern was observed with control values. No adverse impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.